Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (damaged cable or wires exposed, check therapy pad messages) was confirmed. As received the electrode belt failed incoming functional testing. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn and the test failure. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's electrode belt had an exposed wire and was generating check therapy pad messages. The patient was issued a replacement electrode belt.